Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with injection amikacin (250 milligram, frequency, duration and route not reported) and vancomycin (1 gram, frequency, duration and route not reported) for the event. The patient was discharged two days later and was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that, on an unreported date, the patient¿s fluid was found to be clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.